Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the glass cap exhibits severe devitrification at output window; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing open end exhibits moderate scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) - (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, the side-firing fiber that the fiber had a ¿broken tip, cauterization in the axis of the fiber¿. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: no injury to patient reported.